Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 had a configuration issue where it registered as queued to open, but no internal components responded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 failed after 11.1 upgrade. A field service engineer observed drawer 5 was unassigned. Upon assigning, the drawer released, but the configuration screen turned grey. Controller boards were replaced, but the issue persisted. The cubie was then replaced, which resolved the issue and tested functionality. The system functioned as intended after the field service engineer repaired the device.